Event description:
It was reported that during a tlh, while using the device it was not sealing even though the tones were waited for. This caused for oozing from the arteries. They would seal for final tone and manipulate tissue and have oozing. There were bleeders. Additional blood was not needed. Case was completed with a competitors device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. D4 batch #: x7016y. Additional information was requested and the following was obtained: patient had to come back for post-op bleeding. It was found in the omentum and the surgeon believes that the harmonic had caused it due to using his competitive product in the past without issues until using the harmonic for the first time in this case. Patient had to stay in ICU 1-2 days. Was the oozing observed before or after manipulating the tissue? ¿ after manipulating the tissue. What vessel or structure was the device used on? ¿ harmonic was only used for half of the procedure, mostly to take down adhesions and mobilize the uterus. All major structures/vessels were taken with a competitive device. What size was the vessel the harmonic was used on? ¿ no bigger than 7mm. Is the generator log available for engineering analysis? Instructions are attached. ¿ no error messages were received on the generator during the case while harmonic was being used. Was this their first experience with harmonic platform in general or specifically the harmonic 1100? ¿ surgeon has used our harmonic platform in the past but was nearly 10 years ago. This was his 1st case with harmonic 1100. *what is the patient¿s current status? ¿ cc¿ed or director, to help with this question. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged.  The device was tested on a gen11. The device did activate during functional testing. The device was tested with the test media and performed as expected. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed.  Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch x7016y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the har1136 device was returned with the black coating of the blade damaged.  The device was tested on a gen11. The device did activate during functional testing. The device was tested with the test media and performed as expected. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed.  Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device lot/batch x7016y, and no non-conformances were identified. Generator log observations: device x7016y #380 was found in sequence 21 of the generator log for gen11 sn (B)(6). Total activations = 100. 32% were completed at power level 5. 68% were completed with advanced hemostasis. Only 44% of the total activations started with the jaws closed. Per the surgeon¿s account of the procedure, they always activated until they heard the tone. From the generator log, tone was only observed in 23% of the activations. Only 25% of the advanced hemostasis activations completed the full algorithm cycle. 44% of the advanced hemostasis activations were less than 5 seconds. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.